Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a cubie failure. A field service engineer replaced auxiliary enhanced half-height cubie drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie failure. The customer reported that cubies were failing continuously, and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.